Event description:
It is reported that the pt was revised due to breakage of poly linear.

Manufacturer narrative:
Updated info received via radiographs and operative notes. Device history records were reviewed and found to be conforming. Compatibility was verified with no issues noted. Dimensions were within specification where measured. Revision operative notes indicate that a scope was introduced into the joint and the posterior stabilizing spine of the articular surface was identified as a free floating body. No other loose bodies were identified. An articular surface exchange was then performed. Review of the device history records did not find any deviations or anomalies. Evaluation codes: review of the returned articular surface confirmed that the posterior stabilizing spine has fractured off. Wear is noted on the condyles which is likely due to contact with the free floating spine. The underside of the component exhibits a compressed dovetail on one side and a flared out dovetail on the other. It is unk if this is a result of explantation or if this is due to improper seating of the component during implantation. Review of the returned radiographs, arthroscopic scope images, and MRI images does not indicate root cause. The radiographs do not indicate malalignment or malpositioning of the implants. Root cause remains unk at this time. The info provided on this form was previously reported under manufacturing report number 1822565-2014-00539.